Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event estimated. Date of implant estimated. There was no reported device malfunction, and the product was not returned. The reported patient effect of intimal dissection is a known observed and potential patient effect as listed in the xpert instruction for use (IFU). Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported through a research article identifying an xpert stent that may be related to the development of a dissection. Details are listed in the article, titled endovascular stent placement for treatment of spontaneous isolated dissection of the superior mesenteric artery. No additional information was provided.